Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the darlington pair and tested the battery voltage. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed a saturation error. No patient injury was reported.